Event description:
It was reported that the patient's cervical lead exhibited high impedances. As a result, surgical intervention was undertaken in (B)(6) 2025 wherein the system was explanted to address the issue. After explant, it was reported the patient experienced an infection at lead incision site.

Manufacturer narrative:
Date of event is estimated.